Event description:
It was reported that shaft break occurred. The target lesion was located in a vessel in the left ventricle. A 1.20mmx12mm emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube, balloon, and guidewire lumen. The hypotube is separated 66.8cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a vessel in the left ventricle. A 1.20mmx12mm emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.